Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 314 mg/dl. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.